Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
End user daughter is stating that the front caster has bubbled up, and also states that the steel belt has come loose, so the tires have given out. Consumer states he purchased this chair 2nd hand and has had the chair only a couple of months, the caster wheels are coming apart.